Manufacturer narrative:
(B)(6) 2015 customer advocacy sent the customer an email acknowledging receipt of the complaint, providing the complaint number, and inquiring if additional information may be available. Confirmation was also requested from the customer that there was no patient impact associated with reported issue. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Customer states via email: had another kerrison break. Reported item was being used on patient. No patient harm reported or medical intervention required. Additional information (B)(6) 2015 1. What was the procedure that was being performed? Lfd 2. Did any part of the instrument fall into the patient's body, and if so how was it retrieved? No 3. Was there a medical procedure performed to verify if the instrument was in the patient's body, such as an x-ray? Yes 4. What was the patient's outcome? Normal outcome 5. Was the procedure completed as planned? Yes 6. Do you have the lot #? No 7. Can you please send all parts of the instrument for evaluation? Yes